Event description:
The clinician reports the implant was inserted 2026-(b)(6) in ADA 19. Details of surgery: Implant surface not completely covered with bone. On 2026-(b)(6), non-osseointegration was verified. Patient presented with bone type III. The device was forwarded to the manufacturer. At the event the patient experienced: Infection, Pain, Swelling and Fistula. No further patient complications were reported.